Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriately 2 shocks to the patient. The episode was referred to the physician for further evaluation. No changes have been performed. This device remains in service. No further adverse patient effects were reported.